Event description:
A customer contacted baxter's technical service center to report a drain volume on the homechoice (hc) automated peritoneal dialysis (apd) machine during initial drain cycle. The drain volume was 765ml with the last fill volume was 200ml. The initial drain alarm was set at 1000ml. The tsr explained alarm to the hp. The tsr assisted hp to review hc programming and hc set up. The pt said she did not have any symptoms of fullness or discomfort associated with this incident. The pt said she may have bypassed a cycle. Per the nurse, 200ml was settled as the last fill volume and the initial drain alarm setting.

Manufacturer narrative:
The nurse did not wish to return the homechoice machine for eval. No additional info was available regarding the incident.